Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after deployment of the promus stent a dissection was observed. The dissection was treated with a 2.75 x 12 mm promus. It was further reported that the target lesion had not been pre-dilated prior to stenting. There were no additional patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Dissection, as listed in the promus IFU, is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors. It should be noted that the IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. It also states: pre-dilate the lesion with a ptca catheter. It is possible that the lack of pre-dilation contributed to the reported dissection, which required pti as treatment; however, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.